Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. The malfunction was duplicated and attributed to the battery. The main battery was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend. Reports of this nature are not typically reportable since the device is capable of delivering therapy.

Event description:
Complainant alleged that during incoming inspection, the device's battery would not charge.